Manufacturer narrative:
(B)(6). The device was not received for evaluation; however, the device was evaluated by an onsite qualified technician. Upon inspection the technician observed that the upper end of the u9000 was leaking. The reported condition was verified. The technician replaced the u9000 to resolve the issue. A short simulated therapy was successfully performed. A potential cause of the condition could be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup with a u9000 filter, an external fluid leakage was observed. There was no patient involvement. No additional information was available.